Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after endotracheal intubation and connection to the ventilator, an air leak alarm occurred. The physician replaced the tube with a new one, and inspection of the removed tube revealed a damaged cuff. There was a patient involvement and there were no additional adverse consequences.